Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that since implant surgery in (B)(6) 2020 pt was on their 6th machine for all different reasons and malfunction. Last time pt talked got a replacement; pt was able to get the box but they currently did not have it sent back for they were on the road but they will be home on friday to send the controller back 2.5 weeks ago the pts controller went "dead" on them so pt called their manufacturer representative (rep) and had the pt put 2 aa batteries into the controller but that did not resolve the issue. Pt noted they had been in pain for 2.5 weeks. Pt had a back up battery pack and they tried that but the controller did not turn on. Pt noted they had their old controller tucked up and ready to send back when their controller started to malfunction. Pt noted their last doctor appointment was on (B)(6) and pt got new machine their new rep for first time someone was able to teach the pt. The rep took of c and d and put a and b on the pts therapy. Pt was told to do a for a week then switch to b. The rep finally found a setting that was helping since pt was being in more pain. Pt noted their numbers were too high in the 50s or 60s so the they adjusted and it was perfect(understood to mean stimulation intensity without the decimal reported). On the second week pt went to group b and had on for 2 days then they woke up and the recharger (rtm) on them to charged before they went to bed. Pt turned the ins on and started charging and maybe 30 minutes past the controller was completely dead. Pt reached out to the rep on what it had done and now machine is beyond troubleshooting. Pt had reset the controller and everything. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on, ac had a green light that was turned on. Pt verified there was no damage to the ac power supply and no damage to the controller charging port good. Pt noted they already tried putting aa and the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the controller. The patient noted they would be sending 2 controllers back.